Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the audiologist's report, the patient successfully used her cochlear implant system. In 2007, the audiologist reported that the patient's threshold and comfort levels on the mid electrodes were "irregular" compared to the values for other electrodes. The results of an integrity test done on the next day, were consistent with normal receiver/stimulator function with unusual responses on multiple electrodes. Changes to the patient's sound processor program were made on the basis of the integrity test results. The patient used the cochlear implant system for six months, but reported a decrease in benefit. The device was explanted and the patient was reimplanted with a new device during the same surgery.